Event description:
Lead connection issues associated to the subject device were reported during an implant attempt. Reportedly, it was not possible to tighten the screw in the ventricular channel. Another pacemaker was implanted instead.

Manufacturer narrative:
(B)(6), 2011. This event concerns a device that was mfg and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under (B)(4). Analysis is pending.